Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summarycomplaint investigation results: complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 23-dec-2025 against "lot number 6007707 and similar malfunction codes: tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- reduced flow, occlusion in the tubing and/or tubing connectors- blockage. The review confirmed that lot 6007707 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search a query was run in the eqms on 23-dec-2025 against "lot number" criteria equal 6007707 and similar malfunction codes : tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- reduced flow, occlusion in the tubing and/or tubing connectors- blockage. The count of complaint is 1. The complaint number is (B)(4). DHR review: the lot 6007707 was manufactured according to the wi version 79 and packaging in the multivac m12 on 20-jun-2024, with a total of (B)(4) units. The sub-assembly: assembly the lot 4f01833 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 19-jun-2024, with a total of (B)(4) units. The lot 4f01834 was manufactured according to the wi version 27 and assembled in the quickset line, on 20-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing lot 4e05940 was manufactured according to the wi version 42 and manufactured in the machine l5-l4-l8, on 17-jun-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007707 and related malfunction codes for tubing kinked. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that patient faced infusion tube was kinked event on (B)(6) 2025. Set located on the abdomen. The infusion set was in use for two day. The blood glucose level was 297mg/dl and the patient was treated with manual injection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.